Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown needle went through the catheter on (B)(6) 2025 during the initial puncture of a patient by staff, it occurred that the core of a closed IV indwelling needle came out of the needle sleeve, resulting in a punctured vessel and thus a failed puncture. Replacement of the indwelling needle.

Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. A review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Event description:
No additional information provided.